Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. A portion of the device remains within the patient, no portion of the device was reported available. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the coil did not detach. The device was twisted to detach the coil successfully. No harm or injury was reported due to this incident.